Event description:
It was reported that the patient sought medical attention on (b)(6) 2026 due to skin irritation at the Pod site while wearing the Pod. Symptoms reported included burns, severe skin dryness, extreme erythema, and skin flaking with peeling of the affected area. The patient's primary care provider diagnosed an allergic reaction to the PodPals adhesive and recommended the use of alcohol wipes followed by mometasone furoate (Nasonex) nasal spray prior to Pod application. No impact on the patient's glucose level was reported.

Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.